Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed the cable coupling test, but was not running by itself, there was some corrosion was found on the motor and electronic control unit (ecu) f/ electronic pen drive (epd) complete, other components were worn, corroded and had some debris on them and the housing labeling was damaged and corroded. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the electric pen drive device would turn on and off on its own. According to the reporter, the device would periodically stop working mid case (died). There was an unspecified delay to the planned surgical procedure as a spare identical device was available for use to complete the procedure without further issues. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.